Event description:
A (B)(6) distributor contacted zoll customer support to report that a pt's electrode belt connector was damaged. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) was confirmed. Upon investigation, the trunk cable connector was cracked and the black pulse wire was open in the connector. The root cause for the broken connector and pulse wire could not be positively identified but was likely physical abuse. No adverse event resulted from the broken connector and pulse wire. The pt received a replacement electrode belt.